Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that over the years they lost muscle in their chest and the stimulator has subsequently moved and is painful - pt could not provide an event date for the ins moving. The pt also indicated that she was told that one of her lead wires was 'dead', the pt also couldn't provide an event date for this issue. Agent reviewed with the patient that, because their stimulation system is placed for occipital stimulation in an off label fashion, the pt could present with difficulties finding a new managing doctor. Agent sent an email to the patient with physician locator link. Patient called back and repeated previously documented information. Patient stated that implant was put in cervically for their neck because the implant shifted and it's painful now. Pt said that their doctor retired and they don't see any manufacturer representative (rep). Additional information was received from the patient stating they have not seen a doctor yet. The battery pack has moved and is painful at times. They were told by a manufacturer representative (rep) that there is nothing wrong with their stimulator other than it being used "off label." Issue not resolved.